Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker had ventricular under sensing and functional loss of capture. No intervention was performed. There were no patient consequences.